Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Twelve hours post implant the patient experienced a drop in blood pressure. An echo was performed and a small pericardial effusion was noted. No further intervention was required and the patient was observed in the ICU and discharged the following day.